Event description:
It was reported that this patient received an inappropriate shock in the primary sensing vector when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the hospital and further review noted that the first shock accelerated the rhythm to a ventricular fibrillation (vf) and the second shock converted the arrhythmia. The device was reprogrammed to the secondary sensing vector, but lower sensing signals resulting in myopotential oversensing and another inappropriate shock was delivered. A request for technical services (ts) review was needed. Ts reviewed the two episodes and noted that the inappropriate shock in the primary sensing vector showed that a charge would not be initiated and a shock would not be delivered for the 1st shock, and the 2nd shock treated the vf appropriately based on programming. The inappropriate shock delivered in the secondary sensing vector showed a charge would be initiated and also a shock would be delivered. Ts also noted that there was a trend of decreasing r-wave amplitude over time which could be a result of migration of the system due to weight changes or the patient condition change, ts discussion programming options and noted that the primary sensing vector looked like a better option for this patient. Additional information noted that a revision took place and this system was replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock in the primary sensing vector when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the hospital and further review noted that the first shock accelerated the rhythm to a ventricular fibrillation (vf) and the second shock converted the arrhythmia. The device was reprogrammed to the secondary sensing vector, but lower sensing signals resulting in myopotential oversensing and another inappropriate shock was delivered. A request for technical services (ts) review was needed. Ts reviewed the two episodes and noted that the inappropriate shock in the primary sensing vector showed that a charge would not be initiated and a shock would not be delivered for the 1st shock, and the 2nd shock treated the vf appropriately based on programming. The inappropriate shock delivered in the secondary sensing vector showed a charge would be initiated and also a shock would be delivered. Ts also noted that there was a trend of decreasing r-wave amplitude over time which could be a result of migration of the system due to weight changes or the patient condition change, ts discussion programming options and noted that the primary sensing vector looked like a better option for this patient. Additional information noted that a revision took place and this system was replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock in the primary sensing vector when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the hospital and further review noted that the first shock accelerated the rhythm to a ventricular fibrillation (vf) and the second shock converted the arrhythmia. The device was reprogrammed to the secondary sensing vector, but lower sensing signals resulting in myopotential oversensing and another inappropriate shock was delivered. A request for technical services (ts) review was needed. Ts reviewed the two episodes and noted that the inappropriate shock in the primary sensing vector showed that a charge would not be initiated and a shock would not be delivered for the 1st shock, and the 2nd shock treated the vf appropriately based on programming. The inappropriate shock delivered in the secondary sensing vector showed a charge would be initiated and also a shock would be delivered. Ts also noted that there was a trend of decreasing r-wave amplitude over time which could be a result of migration of the system due to weight changes or the patient condition change, ts discussion programming options and noted that the primary sensing vector looked like a better option for this patient. Additional information noted that a revision took place and this system was replaced with a transvenous system. No additional adverse patient effects were reported. Additional clarification noted that the s-ICD system remains implanted to date. No explant has occurred at this time.

Event description:
It was reported that this patient received an inappropriate shock in the primary sensing vector when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the hospital and further review noted that the first shock accelerated the rhythm to a ventricular fibrillation (vf) and the second shock converted the arrhythmia. The device was reprogrammed to the secondary sensing vector, but lower sensing signals resulting in myopotential oversensing and another inappropriate shock was delivered. A request for technical services (ts) review was needed. Ts reviewed the two episodes and noted that the inappropriate shock in the primary sensing vector showed that a charge would not be initiated and a shock would not be delivered for the 1st shock, and the 2nd shock treated the vf appropriately based on programming. The inappropriate shock delivered in the secondary sensing vector showed a charge would be initiated and also a shock would be delivered. Ts also noted that there was a trend of decreasing r-wave amplitude over time which could be a result of migration of the system due to weight changes or the patient condition change, ts discussion programming options and noted that the primary sensing vector looked like a better option for this patient. Additional information noted that a revision took place and this system was replaced with a transvenous system. No additional adverse patient effects were reported. Additional clarification noted that the s-ICD system remains implanted to date. No explant has occurred at this time.

Event description:
It was reported that this patient received an inappropriate shock in the primary sensing vector when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the hospital and further review noted that the first shock accelerated the rhythm to a ventricular fibrillation (vf) and the second shock converted the arrhythmia. The device was reprogrammed to the secondary sensing vector, but lower sensing signals resulting in myopotential oversensing and another inappropriate shock was delivered. A request for technical services (ts) review was needed. Ts reviewed the two episodes and noted that the inappropriate shock in the primary sensing vector showed that a charge would not be initiated and a shock would not be delivered for the 1st shock, and the 2nd shock treated the vf appropriately based on programming. The inappropriate shock delivered in the secondary sensing vector showed a charge would be initiated and also a shock would be delivered. Ts also noted that there was a trend of decreasing r-wave amplitude over time which could be a result of migration of the system due to weight changes or the patient condition change, ts discussion programming options and noted that the primary sensing vector looked like a better option for this patient. No adverse patient effects were reported. The s-ICD remains implanted.